Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had unresponsive buttons and alarmed unexpected restart when the battery was changed in an attempt to clear the alarm. The unexpected alarm could not be cleared due to the unresponsive buttons in return. Troubleshooting was declined and there was no indication of the issues being resolved during the call. Upload assistance was also requested but could not be performed due to the insulin pump issues. The insulin pump will not be returned for analysis.